Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during testing, the display screen was not observed to be cloudy. The complaint was not duplicated during testing. The battery compartment was cracked. The pump passed a leak test. The pump cover was opened and evidence of moisture corrosion was found in the battery compartment and on the transceiver board.